Manufacturer narrative:
Calibration 1 signals were within expectation; calibration 2 signals were slightly below expectations. Qc was acceptable before the event. Liquid flow cleaning was last performed on 11-nov-2024. Instrument maintenance with the replacement of measuring cells was last performed on 16-sep-2024. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The field service representative (fsr) checked instrument adjustments and replaced the gear pump head. The customer performed comparison testing for troubleshooting purposes and still obtained questionable results. The customer has disabled the anti-tpo assay on this analyzer. The investigation is ongoing.

Event description:
The initial reporter questioned high results for 14 patient samples tested for elecsys anti-tpo (anti- tpo) on a cobas e 801 analytical unit. The questionable results were obtained on (B)(6) 2024. On the evening of (B)(6) 2024 qc results were high outside of range prompting repeat testing on (B)(6) 2024. Of the data provided, the results for 3 patient samples were discrepant. Patient 1 initial result was 50.1 iu/ml. The repeat result was 24.9 iu/ml. Patient 2 initial result was 53.6 iu/ml. The repeat result was 24.7 iu/ml. Patient 3 initial result was 39.6 iu/ml. The repeat result was 21 iu/ml.